Event description:
Reporter states she tested a pt in the hosp using accu-chek inform system (inform meter, accu-chek comfort curve strips lot#549433, exp date# 01/31/2008) around noon with a result of 504mg/dl prompting a lab draw within 10 minutes with a result of 113mg/dl. Reporter states there were no treatments given or delayed based on the meter reading. No injury or illness resulted from the event. Level 1 and level 2 controls were ran prior to this event and were within range. A request was made for return of the suspect device and a replacement was sent.

Manufacturer narrative:
The suspect product is accu-chek comfort curve test strips, 549433, 01/31/2008.